Event description:
It was reported that the right ventricular lead (rv) is "suspect". The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead (rv) is suspect. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments. Analysis indicates that the proximal conductor fractured. It was also noted that the distal conductor and defibrillation conductors were distorted, blood/body fluid was noted on the distal conductor, outer tubing overlay and helix/lobe mechanism, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation was breached cut and the helix/lobe was distorted/bent. Exposed defib coil white substance.